Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a pump replacement. The pt previously had been implanted with another MFR's pump. The new pump was set to continuous mode, and "nos bolus" was noted. The pt, however, did not respond to the intrathecal therapy. Lioresal (1000mcg/ml, 600mcg/day) was then dosed intrathecally for spasticity and to prevent withdrawal. A catheter procedure was performed, and the catheter was determined as being "ok". It was also noted that a new catheter was implanted on (B)(6) 2011. A rotor study/procedure was conducted, and it was found that the rotor failed to move. No critical alarm occurred. The pt had later died of unk causes. The physician did not express that the device sys contributed to the pt's death. The pump was interrogated both pre and post mortem, however, the results were not reported at the time of this report. An autopsy was planned. Add'l info has been requested, but was not available as of the date of this report.